Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2024. During the procedure, the rx tunnel (black segment or sheath on the distal catheter) detached into the channel of the scope. The customer was able to push it out of the scope and reported that nothing was detached into the patient. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event.